Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump received critical pump error. Customer's blood glucose of 463 mg/dl at the time of incident. Customer did not connected with insulin pump within 48 hours of reported high blood glucose. The customer felling okay to troubleshooting but they had little belly ache. The customer declined troubleshooting for high blood glucose level. The insulin pump was not returned for analysis.